Manufacturer narrative:
The failure investigation has been completed and the alleged resolution touch screen issue was verified. Additionally, the alleged touch screen unresponsive issue could not be verified.

Event description:
It was reported that the pump touch screen was cloudy. Additionally, the touch screen was unresponsive. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.